Event description:
Valiant captivia, endurant and non mdt stent grafts were implanted in the endovascular treatment of various aortic diseases using a single-stage type I hybrid total aortic arch repair. 36 patients underwent this repair between 2010 and 2020. Type I hybrid total aortic arch repair was defined as surgical total supra-arch debranching and zone 0 stent graft deployment to exclude the entire diseased aortic arch. The patients had various aortic pathologies including 12 aneurysm, 9 type b aortic dissections (tbad), 8 penetrating aortic ulcer (pau), 3 aortic arch pseudoaneurysm, 3 complications after thoracic endovascular aortic repair (tevar) for tbad. The following malfunctions were reported; endoleak type ia the following serious injuries were reported; rupture, dissection, multiple organ failure, stroke, renal failure, respiratory failure , re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; safety and durability of single-stage type I hybrid total aortic arch repair for extensive aortic arch disease: early- and long-term clinical outcomes from a single center and our 10-year of experience zhang b, wei y, liu y, lin h, liang s, dun y, yu c, qian x, guo h <(>&<)> sun x journal of thoracic disease 2021;13(11):6230-6239 http://dx.doi.org/10.21037/jtd-20-3479. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.